Manufacturer narrative:
D4 lot number information provided by the customer for potential lot numbers was the following: 6061515, 6037680, 6037681. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the pump was alarming for a non-disposable cassette. The treatment was delayed for 12 hours. The event occurred while in use with patient, and the patient was not harmed.